Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death cannot be determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. This research article was a retrospective study designed to investigate whether using systolic pulmonary artery pressure (spap) data from right heart catheterization (spap invasive) to express right ventricular (rv) to pulmonary artery (pa) coupling (rvpac) adds prognostic value in patients undergoing tricuspid valve edge-to-edge repair (t-teer). Complications identified in the study included: death. In conclusion, we demonstrate that rvpac is an important parameter for optimized patient selection before t-teer. Its prognostic value is improved when using invasive spap data. Details are listed in the attached article titled, "invasive right ventricular to pulmonary artery coupling in patients undergoing transcatheter edge-to-edge tricuspid valve repair ".

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. Attachment: article titled "invasive right ventricular to pulmonary artery coupling in patients undergoing transcatheter edge-to-edge tricuspid valve repair".